Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed and a bent pin was visible on the left 2.0mm coupler ring. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pins of a 2.0mm coupler were bent. This was identified before patient use. There was no patient involvement. No additional information is available.